Event description:
It was reported by the customer that bd pyxis¿ medbank tower had item information inconsistencies from health care system. The customer stated that it had displayed brand names instead of the generic name. "Cap" was used instead of "tab". There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with the medication names and customer stated that it had displayed brand names were used instead of the generic name and find discrepancy and the information needed to accurate in health care system. A technical support specialist had advised the customer that manually update them to match in myqlink and health care service side or create new item ID/code with the new description or re-upload the correct names/descriptions for each item to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.